Event description:
The blood has leaked beyond the seal on the plunger.

Manufacturer narrative:
There is potential contamination to patients and clinicians. This would cause the process to be repeated. Summary: non-conformance was confirmed based on review of inventory. Ncmr-03030 has been initiated for containment, root cause analysis, potential field actions, and correction documentation. Ra: RMA-20036b contains risk assessment for blood leaking past the plunger as risk ID# r7.

Manufacturer narrative:
There is potential contamination to patients and clinicians. This would cause the process to be repeated.

Event description:
The blood has leaked beyond the seal on the plunger.